Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. The outcomes attributed to the device were infection, vaginal scarring and urinary problems. It was reported that the patient underwent mesh excision on (B)(6) 2010 due to exposure, infection and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4).